Manufacturer narrative:
Analysis of the pump revealed motor corrosion and gear train anomaly.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.

Event description:
It was reported that the pump showed repetitive motorstalls (at least 7 times in two days as can be seen in the logs). After the 7th motorstall the motorstall was not cleared again. Physician was advised to schedule a replacement. It was noted there was no injury. Interventions noted were replacement of pump. Patient outcome was reported as "ok" the drug in the pump was palladon.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the replacement was on (B)(6) 2012. After the replacement the patient was doing fine. It was noted, "she profits well from the therapy" and "everything ok so far".